Manufacturer narrative:
Hill-rom technical support performed troubleshooting with the account and determined the siderail assembly needed to be replaced. Per the hill-rom user manual annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: electrical cords and components. Controls or cabling entanglement of bed mechanisms in side rails. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the siderail assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the head of the bed would raise on its own. The bed was located in the medsurg area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).